Event description:
During the device evaluation, it was observed the evis lucera elite colonovideoscope exhibited white contamination in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was worn, the aspiration housing colored ring was worn, the switch had a hole in button 1, the up/down/left/right angulations were out of specification, and the up/down brake was not able to hold. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The customer did not provide a cleaning disinfection and sterilization information. Therefore, it is unknown if there were any deviations from reprocessing steps at the material residue point. Based on the results of the investigation the white dirt adhered to air/water -channel was confirmed, however the material was no identified. The suggested event can be detected/prevented by handling device according to the following instructions for use. Instructions for use states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states prevention measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.